Event description:
It was reported that during a right internal carotid artery (ica) unruptured aneurysm case, subject balloon catheter was used after implantation of a flow diverter. It was found that contrast agent leaked from the subject balloon of the subject balloon catheter. Subject balloon catheter was then retrieved, and procedure was completed successfully with another device. Patient is stable and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject balloon catheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject balloon catheter was not returned. Additional information provided by the customer indicated the entire system was flushed with a saline-contrast 50% mixture, there was no friction or resistance noted when the guidewire was inserted at the hub of the guiding catheter, the size of concomitantly used guidewire used was 0.014", there was no abnormalities such as air, leaks, or poor expansion noted when the subject balloon was expanded outside the body. It was unknown the tortuosity of the patient's anatomy which may have contributed to the reported defect. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported code balloon leaked during use.

Event description:
It was reported that during a right internal carotid artery (ica) unruptured aneurysm case, subject balloon catheter was used after implantation of a flow diverter. It was found that contrast agent leaked from the subject balloon of the subject balloon catheter. Subject balloon catheter was then retrieved, and procedure was completed successfully with another device. Patient is stable and there were no clinical consequences to the patient reported as a result of this event.